Event description:
On (B)(6) 2013, customer states via phone fluoro failed during a cystoscopy with pyelograms on a greater than (B)(6) male pt. The physician was able to complete the procedure with the endoscopy camera. No reported injury.

Manufacturer narrative:
Field service engineer (fse) evaluated the no fluoro complaint and found that the generator interface module (gim) was locked up. Fse reset gim and system operated normally. Fse verified proper operation per service checklist qssrwi4.1 and returned the unit to customer for service.